Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for us instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During the procedure peroral endoscopic myotomy procedure, a cook instinct endoscopic hemoclip was used to close the incision. The user attempted to deploy the clip onto the incision but the clip did not come loose from the wire [release from the deployment device]. There were unsuccessful attempts by the surgeon to remove the clip [reopen the clip for removal from the clipping site]. A cook company representative was contacted to advise how to get the clip loose from the wire [release from the deployment device]. The clip had to be pulled from the incision site taking a piece of tissue along with it. Additional information was requested from the user facility. It was confirmed that when the clip was pulled from the site, the second clip was used to repair the originally intended site. The second clip was not used as intervention due to pulling the clip off. Additional clips were used without further complications to clip other sites in need of clipping that had not been previously clipped. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.